Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, white particles calcification-like in device outer surface, and fold creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "patient's concern with the product" and "calcified capsules and they felt a bit hard."